Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified, mildly tortuous and 80% stenosed anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported/noted mechanical jam and the reported/noted activation/deployment failure. The noted blood in the sheath and in the retracting sheath likely contributed to the noted difficulties during return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left superficial femoral artery with mild calcification, mild tortuosity and 80% stenosis. The 8x80 mm absolute pro self expanding stent system (sess) was advanced to the lesion without issue; however, the stent completely failed to deploy due to the deployment mechanism was not moving. The sess was removed from the anatomy and again it was attempted to deploy the stent but it was not possible. A new absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the stent was exposed and not flowered. No additional information was provided.